Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) ,right ventricular (rv) lead and the right atrial (ra) lead were explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), right ventricular (rv) lead and the right atrial (ra) lead were explanted due to infection. No further patient complications have been reported as a result of this event.